Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter + rf. The initial result at 11:57 a.m. Was 17.6 mmol/l. The patient was retested using the other hand at 11:58 a.m. With a result of 7.2 mmol/l.

Manufacturer narrative:
The inform ii meter serial number was (B)(6). The meter and test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
The customer did not return any product for investigation. As no product was returned, a specific root cause could not be determined.